Event description:
Reportedly, during the replacement of the citrate and calcium pump, the technician noticed that the value of citrate scale cannot be stabilized. There was no reported patient injury, intervention or death with relationship to this issue.

Manufacturer narrative:
(B) (4) replacement of the citrate scale. The device history record for this product was reviewed with respect to this complaint. The device was manufactured in 2006 and no indicators related to the nature of the complaint were observed. The device fulfilled all the release requirements during final inspection. The device was maintained once per year at minimum. The investigation results state "the value of the citrate scale moves from 1967g to 2060g and can be stabilized at 2000g." The proposed root cause could not be determined and the issue was assigned to a failure mode for the citrate scale unit, indicating an inoperative/faulty/ or bad part. The complaint was initiated by the customer as a repair request for the citrate and calcium pump without any patient injury, intervention, or death. During the replacement of the pump, the technician noticed the scale had an issue and proceeded to trouble-shoot and ultimately replace the citrate scale.